Manufacturer narrative:
The device involved in this event will not be returned, as it was consumed in the event.

Event description:
Treatment of an aneurysm with onyx. During onyx injection, it was reported the physician inadvertently injected onyx into the ophthalmic artery. No patient injury reported.